Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial report of infection was received on (B)(6) 2010 and is normally submitted via an alternative summary reporting (asr) that would have been due on (B)(6) 2011. Information was subsequently received on (B)(6) 2010 that revealed a out of spec analysis. As there is new information, this event no longer qualifies for asr, and is therefore being submitted as a bimonthly report. Evaluation summary: (B)(4) the full lead was returned and analyzed. Outer insulation breached depression; distal conductor was stretched; all conductors had blood/body fluid (not obstructed); outer insulation cosmetic depression; blood in/on helix/lobe mechanism and the lead was stretched.

Event description:
Infection was reported. The lead was removed, analyzed and subsequently tested out of specifications. No further patient complications were reported.